Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified delamination and opening. Leak test was performed and identified an opening on anterior. A microscopic analysis was performed which identified a striated edge opening consistent with use of a surgical tool, and delamination in the diaphragm valve. Based on the device analysis the final assessment was a striated edge opening on posterior side due to surgical damage, and delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device has been explanted.